Manufacturer narrative:
'Date received by MFR' for previous reports should have been (B)(6) 2019, same as the actual event date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: (B)(4), implanted: (B)(6) 2012, product type: lead, other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 26-jun-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was recently implanted with a new ins and the representative (rep) showed them how to use the external handset and communicator but they weren¿t able to get any response post-op. The patient explained that the external handset and communicator connect just fine to the ins, but even when they increased the intensity, they didn¿t feel stimulation. The patient stated that they had tried all 7 programs, but they still didn¿t feel stimulation. The patient stated there was a concern with the lead in surgery that may explain why they weren¿t feeling stimulation but didn¿t clarify the concern. The patient stated the rep discussed with them that it may be due to the anesthesia. The rep was supposed to call the day before to follow up, but they hadn¿t heard from them yet. When asked if they were getting symptom control the patient stated they weren¿t 100% sure if they were seeing symptom control. Additional information was received from a manufacturer representative. It was reported that during the battery replacement, it was addressed to the healthcare provider that there was impedance of greater than 4000 ohms on electrodes 0 and 4 during surgery. The healthcare provider stated that they were ¿okay with it and that the patient could perhaps be programmed around the two other electrodes that are working correctly.¿ the rep suggested that they could perhaps change a new lead because both electrodes 0 and 4 had impedance, and the doctor said, ¿let¿s just go with the electrodes that are working.¿ after surgery, the rep tried all 7 programs and the patient stated that they did not feel stimulation on any of the programs. The rep left the patient on program 3 because electrodes 0 and 4 had an impedance of greater than 4000 ohms. The last time they spoke with the patient, the patient stated that their symptoms were okay, but they were not 100% sure. The rep instructed the patient to call them in case their oab symptoms were not doing well. No further patient complications are anticipated or expected as a result of this event.